Event description:
The customer reported questioning patient results for ion selective electrode (ise) sodium (na), potassium (k), chloride (cl) and carbon dioxide (co2) due to obtaining negative anion gaps on their au680 clinical chemistry analyzer. The customer did not report the patient results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the results for one (1) patient.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au680 clinical chemistry analyzer and replaced the roller pump tubing to resolve the issue. The fse performed quality control, which passed. Analyzer resumed normal operation. The beckman coulter internal identifier is (B)(4).